Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5lpm during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. To resolve the issue, the breathing system and canister assembly were cleaned. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).